Manufacturer narrative:
Investigation results completed on a smith medical fluid warming/level 1 trauma fast flow systems. Device was received in good overall condition and when duplicating tests the leak was visually viewed and isolated to a crack in the return tube and in internal components damage was also noted and leak was identified. The cause is believed to be design. Actions was taken to replace return tube, main pcb board, water tank cap and style float switch. Also installed tempcheck fixture which was due to be replaced in may of 2020. Device passed all functional testing. The return tub issue was addressed through CAPA (B)(4). Device went on to pass all functional testing.

Event description:
Information received on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 leaking out of control panel. No patient adverse events reported. The file became reportable under new hazard code rmd-10001419.104-interruption of therapy-ha797, with investigation completed on 04/07/2020.